Manufacturer narrative:
Visual inspection of the returned devices noted signs of use / wear. A dimensional inspection verified the devices to conform to print specifications where measured. Review of the compatibility matrix identified that the components are compatible. The device history records for the related implants were reviewed for deviations and anomalies with no issues identified that would cause or contribute to the reported event. These devices are used for treatment. A complaint history search identified no other complaint for the part/lot combination of the femoral and tibial components. Surgical notes were not provided; it is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. Per the revision surgeon, the revision was due to a mistake during initial implantation: the femur was internally rotated, with patella baja. Radiograph and CT scan images showing the internal rotation and tibial cyst were provided but the date they were taken is unknown. A bone scan image dated (B)(6) 2016 was provided with a caption that the image shows the tibial cyst. The caption also mentions that the tibial plate was well fixed while the femoral component came off easily. Revision surgery notes were received and translated with publically available software. The notes state that both the femoral and tibial components were in rotation and easily removed. Based on the information received, the root cause is considered to be user error.

Manufacturer narrative:
This report will be amended when our investigation is complete. Product received but not yet evaluated.

Event description:
It is reported that the patient underwent knee arthroplasty revision surgery due to osteolysis behind the tibial component and gross internal rotation of the femoral component.